Manufacturer narrative:
The patient sample was submitted for investigation. The free t4 (ft4) result was reproduced. No interfering factors were detected in the sample. The differences of the ft4 values generated with analyzers from roche diagnostics, abbott, and siemens cannot be explained with available methods and the current state of the art. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. A specific root cause for this event could not be identified. Additional information was requested for investigation but was not provided.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable results for multiple assays for one patient sample on a clinically euthyroid patient. Analyzer information was requested but not provided. This medwatch is for the elecsys ft4 ii assay (ft4) results. Please see medwatch with (B)(6) for the elecsys tsh assay (tsh) results. Please see medwatch with (B)(6) for the elecsys ft3 iii (ft3) assay results. All results were obtained from the same sample taken on (B)(6) 2017. All roche results were formally reported outside of the laboratory. Clinicians are aware of all results from all platforms. Medical management of the patient is on hold pending resolution. The clinicians would like to exclude a tshoma. The initial tsh result was 7.28 miu/l. The result from an abbott architect analyzer was 5.357 miu/l, and the result from a siemens centaur analyzer was 7.56 miu/l. The initial ft3 result was >50.0 pmol/l. The result from an abbott architect analyzer was >46.08 pmol/l, and the result from a siemens centaur analyzer was 4.60 pmol/l. The initial ft4 result was 33.4 pmol/l. The result from an abbott architect analyzer was 12.1 pmol/l, and the result from a siemens centaur analyzer was 46.58 pmol/l. The patient was not adversely affected. A sample from the patient was submitted for investigation.